Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose level at time of incident was 684 mg/dl. The customer was treated with food for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported symptoms such as nausea, vomiting and feeling sick. Based on customer¿s report customer did not allege insulin pump was over delivering. The insulin pump, sensor and the reservoir will not be returned for analysis.